Event description:
My dexcom g7 cgm stopped providing alerts in the middle of the night. This led to my pump going into manual mode and delivering more insulin than needed. I then experienced an extreme low blood sugar (under 40) while asleep and unable to administer treatment.